Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary : (B)(4): the full lead was returned, analyzed and there was blood/body fluid on the distal conductor (not obstructed). It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head and the helix/lobe mechanism itself, there was a tip seal observation, and the lead appeared damage at implant and stretched.

Event description:
It was reported that during the implant the "screw would not deploy" on the right ventricular lead. There was a question of the lead being damaged versus having a defect. Also noted, was a bend in the introducer. The lead was removed and replaced. No patient complications were reported as a result of this event.